Event description:
Balloon rupture.

Manufacturer narrative:
The report from the affiliate indicated that: the pt was undergoing a procedure to a moderately tortuous, moderately calcified and 70% stenosed right common iliac artery. The powerflex balloon was negatively prepped outside the pt's body. The site was predilated with a power flex p3 6mmx2cm. The britetip 9f 23cm sheath crossed the lesion. The palmaz balloon was placed and inflated once at 8atm, whereupon, it ruptured. The ruptured balloon was safely removed and a power flex p3 8mmx2cm was used to dilate the site instead. The procedure was successfully completed, and there was no pt injury. Please note that this device distributed outside the united states; however, it is similar to the united states product. This product is available for eval and testing; however, it has not been received as of today. Additional info will be submitted within 30 days of receipt.